Manufacturer narrative:
The following was returned from the customer for complaint investigation: one used list #b1115, 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot #unknown. As received, an unknown residual was observed inside the set. The tube was separated from the outlet filter port. There was no solvent in the tube or the filter port (only solvent residual) observed through ultraviolet light. No additional damage or anomalies were observed. The ID of the tube was found to be within specification. The complaint of disconnection can be confirmed based on the physical sample evaluation. The probable cause was due to insufficient solvent applied during manual assembly process of manufacturing. A review of the device history record could not be conducted because no lot number was identified.

Event description:
The complaint/event occurred on an unspecified date and involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer. The extension set reportedly fell off the filter during use. There was patient involvement; however there was no human harm reported.